Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow-up medwatch will be submitted when additional information becomes available. This event occurred on the spain market on a significantly similar device to "mcp00917751#hl 20, 5-pumps console base", which is sold in the us under premarket submission number k943803 for the out of the us device, subjected to this report. For d4 unique identifier (UDI)#, primary di number has been used for mcp00917751#hl 20, 5-pumps console base with catalog number 701028581, which is sold in the us. Provided d4 serial number and h4 device manufacturer date correspond to device involved in the event, not available in us.

Event description:
The event occurred spain. It was reported that there was an air bubble in the circuit. The instance of time was not provided. No harm to any person was reported. Further information has been requested. The failure can cause an unintentional pump stop. Therefore a report is required. Complaint ID: (B)(4).